Event description:
Allocraft dbm 5cc syringe put onto sterile field. Surgical tech noticed a hair follicle mixed in the product that was in the sterile syringe. Syringe removed from surgical field. Styker sales rep notified and given the product.

Event description:
Allocraft dbm 5cc syringe put onto sterile field. Surgical tech noticed a hair follicle mixed in the product that was in the sterile syringe. Syringe removed from surgical field. Styker sales rep notified and given the product.